Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that pump stoppages and low speed advisories were noted in the system controller history. The patient was reportedly asymptomatic during the event. Log files evaluated by the manufacturer's technical services representative revealed two pumps stoppages while the patient was on battery power. There were also multiple pump speed drops that occurred both on power module and on battery support. Submitted x-rays showed a suspicious area internally at the exit site; however, hospital personnel indicated that the patient has an internal driveline counter-incision and that manipulation of the externalized driveline did not cause any alarms or pump speed changes. On (B)(6) 2015, the manufacturer's technical services representatives performed phase interrupter testing of the driveline and found the black and green wires were open. The physician had surgically exposed approximately 5-6 inches of the velour section of the driveline; the physically broken site of the wires was approximately one inch from the driveline exit site. At the doctor's request, an external driveline replacement was performed. There have been no further alarms since the procedure and the patient is reportedly doing well at home.

Manufacturer narrative:
The device was manufactured prior to the UDI labeling implementation. Device evaluation: evaluation of the submitted system controller log file confirmed the report of low speed events and pump stoppages. In addition, an on-site evaluation of the percutaneous lead (lead) was performed by a representative of the manufacturer¿s technical services team and the green and black wires of the lead were confirmed to be open circuit. The hospital reportedly exposed 5-6 inches of the dacron velour section of the lead and the green and black wires were found to be physically broken at approximately 1 inch from the lead exit site. At the implanting surgeon's request, the external portion of the lead was severed at approximately 0.5-1 inch from the lead exit site and the external/distal portion of the lead was replaced. The replaced portion of the percutaneous lead was returned in two segments: the distal portion extending from the metal connector measured approximately 26 inches in length and the shorter severed portion measured approximately 4.5 inches in length. Electrical continuity testing of both returned portions of the lead revealed that all wires were electrically intact. The previous tape repair was removed from the distal returned portion of the lead, revealing a small superficial cut in the outer silicone sleeve adjacent to the terminus of the distal end bend relief. Upon removal of the outer silicone sleeve, the clear bionate layer of the lead appeared unremarkable. Further examination of the distal returned portion of the lead revealed minor breakdown of the metal braided shield in the area between the metal connector and the terminus of the distal end bend relief. Based on the length of the returned portions of the lead in relation to the returned outer silicone sleeve, approximately 5.5 inches of the replaced portion of the lead appeared to have been beneath the dacron velour section, which is consistent with the report from the technical services representative. Visual examination of the wires under a microscope as well as high potential testing revealed no areas of compromised wire insulation along the length of both returned portions of the lead. The reported low speed events and pump stoppages could have been caused by a phase-to-phase short, which would occur if the exposed conductors of the compromised green and black wires confirmed by the technical services representative made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power (such as the power module) or on battery power as seen in the submitted system controller log file. The system also had the potential to short to ground, during which an interruption in pump function could result if the exposed conductors of either compromised wire contacted the braided shield while the system was operating on a tethered power source. The reported fractured conductors of the green and black wires would have also caused the driveline fault alarms captured throughout the majority of the submitted log file. The patient remains ongoing on lvad support and no additional events have been reported following the distal-end lead replacement. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.